Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had e315 (communication error). The issue occurred during diagnostic bronchoscopy. Patient was not under anesthesia and the procedure was completed on a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. It was determined that while the user was handling the device, water invaded scope connector, which led to abnormality of electronic parts. As a result, the suggested event occurred. Olympus will continue to monitor field performance for this device.